Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had delivery anomaly and customer had low blood glucose. Customer's blood glucose was 35 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The button event file was overwritten. Unable to verify if bolus was manually entered by customer. Boluses were delivered and properly recorded in history and daily totals. No history anomaly was noted. The insulin pump received with cracked reservoir tube lip and cracked battery tube threads.